Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing,

Event description:
There was an allegation of questionable ebv results for one patient sample using the cobas® bkv assay for use on the cobas 58/68/8800 systems. On (B)(6) 2024, the alleged sample had a result of 16,982 iu/ml. On (B)(6) 2024, a new sample initially generated a result of 224 iu/ml which was questioned by the doctor and prompted the repeat. On (B)(6) 2024, the same sample was repeated and a result of 79,600 iu/ml was generated. The doctor indicated this aligned closer to the clinical picture. A new sample was obtained from the same patient on (B)(6) 2024 and the sample generated a result of 16,218 iu/ml on (B)(6) 2024.

Manufacturer narrative:
The investigation did not identify a product problem. The issue was found to be customer handling/workflow-related issues including but not limited to the following: sample storage, sample prep including centrifugation/vortexing, and aliquoting of the sample. Correct pre-analytic sample handling is within the customer's responsibility.